Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the acoustic alert and the vibra-alarm in the infusion device was no longer functioning when the "battery empty" message displayed on the device. It was also reported that the "battery nearly empty" message did not the display on the device the last two times.